Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined. This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals in the isometrics due to lead fracture confirmed visually in the pocket. This rv lead was explanted with the lead tip remained in the rv, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals in the isometrics due to lead fracture confirmed visually in the pocket. This rv lead was explanted with the lead tip remained in the rv, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals in the isometrics due to lead fracture confirmed visually in the pocket. This rv lead was explanted with the lead tip remained in the rv, replaced with a different model and will not be returned. No additional adverse patient effects were reported.